Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the pressure reading from two pressure modules were erratic, exhibiting "999" and other numeric values. There was no red light emitting diode (led) indicating a broken module on the pressure module. The perfusionist exchanged the pressure modules with a backup and noticed the backup displayed similar behavior. Believing the cable was the problem, the perfusionist replaced the pressure transducer cable and they were able to get pressure readings from one channel. Pressure readings from cardioplegia were obtained using an alternative pressure device. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The biomedical engineer swapped out the pressure module cables and the unit operated to specs and was returned to clinical use. No add'l action will be taken at this time.